Event description:
It was reported that bd alaris smartsite pump infusion set was kinked the following information was received by the initial reporter with the following verbatim it was reported by a customer that when prepared to hang treatment it was noticed that the gloves and gowned arm were wet and another incident were the primary tubing line kinked/not working with pump.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage and tubing kinked could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2420-0007 and lot# 25085729 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25aug2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.